Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the 4 lead to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
During routine preventative maintenance testing by stryker, it was found that the synchronized cardioversion timing was above 60ms. In this state, the defibrillation shock may be delivered during the vulnerable period of the cardiac cycle, which could induce ventricular fibrillation. There was no patient involvement reported with the event.